Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). (B)(4). Concomitant medical products: 51-101130 taperloc femoral stem 3608363, 010000739 g7 neutral arcomxl liner 3517225, 11-363662 modular femoral head 271720. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04618, 04623, 04628.

Event description:
It was reported that a patient underwent a hip arthroplasty approximately a year and a half ago is experiencing pain, weakness in legs, and abnormal gait. Attempts have been made and no further information has been provided.